Event description:
Positive advia centaur xp anti-hbs2 (B)(6) results were obtained for a patient samples. The results were discordant with the (B)(6) results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) states in the interpretation of results section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. -(B)(6): samples with an initial value <(B)(6) is below (B)(6) and the patient is considered not to have protective immunity to (B)(6) infection. -(B)(6): samples with an initial value greater than or equal to (B)(6). Is detected at greater than or equal to (B)(6) and the patient is considered to have protective immunity to (B)(6) infection. -retest zone: samples with an initial value greater than or equal to (B)(6 )and less than 1(B)(6). If results are within the retest zone after initial testing, samples must be retested in duplicate. After retesting, if 3 results are available and 2 results are greater than or equal to (B)(6), then the sample is considered to be (B)(6). If 3 results are available and 2 results are (B)(6), then the sample is considered to be (B)(6)."